Event description:
It was reported that the intra-aortic balloon (iab) was prepped per instruction. Md inserted the iab without using a sheath. Five mins after the iab was inserted the pump alarmed and blood was seen in the helium tubing. The iab was removed and another iab was inserted in a different insertion site without difficulty.

Manufacturer narrative:
Follow-up report will be filed if additional info becomes available.